Event description:
A patient reports receiving "add gel or replace belt" messages. This message appears when the self-diagnostic tests performed by the monitor determine that the gel has been deployed from the therapy electrodes. A review of downloaded flag files shows no evidence of a gel deployment sequence. A replacement belt was provided to the pt within 24 hours.